Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following the installation of calibration software, the navigation system displayed that the reference frame and concave pointer being used were disconnected. It was noted that the instruments could not be seen by optical localization nor tracked in the spinal application software either. Connections were verified in the polaris spectra system control unit (scu). Calibration was then completed with a second medtronic navigation system and it was noted the frame and pointer appeared as intended on the second navigation system. There was no patient present when this issue was identified. No additional information was provided. Medtronic received information that when plugging the active reference frame and pointer, the instruments appeared as disconnected. It was also reported that when microcal was installed onto the navigation system, the microscope jig would not display.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The 3d cal logs from the navigation system were reviewed by medtronic personnel. The logs showed that the camera of the navigation system returned an error while gathering the firmware version. It was noted that the issue was suspected to have been caused by hardware of the navigation system. If information is provided in the future, a supplemental report will be issued.